Manufacturer narrative:
The insulin pump was received with operating currents within specifications. It passed the self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart alarms and no external ram error alarms noted. However, the insulin pump alarmed lost sensor connecting to glucose sensor simulator due to faulty component on mother board. The device was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had lost sensor alarms. The customer's blood glucose level was 95 mg/dl at the time of the incident. The customer stated that she had to change the battery due to the alarm and explained that for the last 3 or 4 times the time/date setting had to be reset after changing the battery. During troubleshooting an unexpected restart alarm and an external ram error alarm were found in the history. It was advised that the device would be replaced. The insulin pump was returned for analysis.